Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune disorder (breast implant illness) and capsular contracture baker grade iii.

Event description:
Patient reported a right side "having issues with the contour of breasts", "allergan textured implants", "dry eyes", "neck pain", "brain fog", "now for the last 12 months also dry painful peeling lips", depression and anxiety, stomach issues, dry peeling cracking sore. Later patient reported "auto immune problems ndr, breast implant illness, asymmetry, severe split lips and dry eyes and depression, mild inflammatory infiltrate, breast capsule via histopathology, membranous tissue, smooth lining, no cytologic atypia, no lymphocyte atypia is evident via macroscopic test". Later healthcare professional reported "capsular contracture g3". Later healthcare professional reported "lump, could be part of the distortion felt due to the capsular contracture". This record is for the right side. Device was explanted.